Event description:
I had a bladder repair surgery miniarc with perigee using a surgical mesh. Since the moment I woke up from anesthesia after the surgery, I feel a pressure in lower abdominal area. I have periodic pain that moves from urethra, vagina, and rectal area. I have problems with not naturally having bowel movements. I have more leakage now than before the surgery. Before it was when I coughed, sneezed or lifted something heavy. Now it is when I stand from sitting, sit, any movement seems to have leakage. I constantly feel like I always have a full bladder, but it isn't. I have seen four doctors, two urologists, one gynecologist, and surgeon about my bowels. All don't know what is causing the problem. I am now being referred to hospital, in a clinic that specializes in pelvic floor muscles. I am going to have multiple tests done to see if I have nerve damage from the procedure. I was fine before the surgery except that my bladder was hanging out of my vagina. Now I am more miserable than ever. Have other individuals had problems with this surgery? There is something about the mesh that I think my body isn't tolerating. I wasn't told that any adverse side effects to this procedure would occur. My husband has lost his job, and we are broke and in debt from seeing multiple doctors about these problems. I have had to go back to work dealing with all this mess. Please look into the mesh being used, to see if there are ny side effects and if there are, what can be done to fix my problems? You need to contact surgeon. Dates of use: 2008 - 2009. Diagnosis: bladder repair.